Event description:
The reviewed literature article contained a study of 80 subjects with csf shunts. The shunts consisted of unspecified medtronic valves and competitor catheters. The source literature reported the following events: 3 shunt revisions due to obstruction, 1 shunt revision due to peritoneal placement, and 1 shunt revision due to kinking of the distal catheter.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rate was within expected for csf shunting procedures. Rammos s, klopfenstein j, augspurger l et al. Conversion of external ventricular drains to ventriculoperitoneal shunts after aneurysmal subarachnoid hemorrhage: effects of site and protein/red blood cell counts on shunt infection and malfunction. J neurosurg 2008 december; 109(6); 1001-4.